Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement post implant confirmed by a chest x-ray. It was stated that the auto-capture was 3.5 volts at 0.4 milliseconds and the thresholds were 3.4 volts at 0.4 milliseconds. The patient underwent a lead revision. The patient was in a 3rd degree heart block and experienced dizziness. It was reported that the patient was not complaint with lifting instructions. No further complications have been reported.